Manufacturer narrative:
A review of the final batch record for lot 4k80427 was conducted; the record supports that the duoderm xthin in lot 4k80427 was manufactured within compliance to procedure. While this lot was produced in 2004, the labeling for expiration date for both the primary and secondary packaging was required at that time; the batch record review supports that this labelling was completed. According to the first follow up with the reporter on 23-mar-2015, the expiration labeling was on the product and legible. There have been no other complaints and no non-conformances initiated for lot 4l80427. All evidence supports that this product was labeled clearly and correctly as product which expired in nov 2009. Had the product been used prior to its expiration date, it should have performed as intended. No previous investigations are available. After a detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended, had it been used prior to its expiration date. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reported that she developed a red bump that was draining on her right lateral thigh. She saw a dermatologist who placed dressing on her skin over wound and within one hour of application, she began experiencing burning. The next morning she stated she had burning and itching. She removed the dressing and the skin around wound was red, draining pus, and inflamed. Saw nurse practitioner who diagnosed allergy. Several days later, she saw the nurse practitioner again, her skin was improving but dry, peeling with some redness. No treatment at that time for allergy because redness was clearing. However, she mentioned that the original red bump that was now opened would cultured and was diagnosed with (B)(6) which, she had surgery on infected wound.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.